Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was showing high impedances of greater than 3000 ohms via home monitoring in (B)(6) 2018. Since then it has exhibited intermittent non-capture. The lead was explanted and replaced on (B)(6) 2022. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.